Event description:
Procedure: ladg. Reportedly, the tip of the cannula cracked when inserted into the sleeve. A piece dropped into the patient cavity. The piece was removed without difficulty. No patient injury reported.